Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient stated he would like to have the device removed because ever since implant, it was put in crooked and corner was sticking out. Patient stated his settings weren't helping so he was put on a higher setting and then he was having to charge for 2 hours every day. Patient stated not being able to work and charge 2 hours a day. No further complications were reported/anticipated.